Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to change settings. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including stress testing without duplicating the report. An internal inspection resulted in no findings. The device's pim to cpu board ribbon cable was replaced was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.